Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The customer report of the 8110 syringe recall issue was confirmed during the service repair process. The proximate cause of the split nut issue was reported by service to be due to an undersized carriage block gap from production. The proximate cause of the iui issue was reported by service to be due to corrosion caused by customer damage. The proximate cause of the claw, barrel clamp, flange gripper, handle, rear case, front case component damage was reported by service to be due to customer damage. The proximate cause of the logic board issue was due to a software recall that required a software upgrade to (B)(4).

Event description:
The device was found to have damaged components.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the split nut issue was reported by service to be due to an undersized carriage block gap from production. The customer reported issue was confirmed during the service repair process. There was no reported patient involvement. The device is used for therapeutic purposes. H11:g4